Manufacturer narrative:
Trackwise ID (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, using vasoview 7 xb bisector. Sparks comes out from the bipolar harvester. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, using vasoview 7 xb bisector. Sparks comes out from the bipolar harvester. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise #(B)(4). Updated section: d4, g4, g7, h2, h3, h6, h10. The device was returned to the factory on (B)(6) 2020 and investigated on (B)(6) 2020. An evaluation was conducted on the video sent by the facility. Sparks were coming out from the bipolar harvester, but the settings on the generator were not shown or provided. A visual inspection was conducted. Signs of clinical use and blood were observed. Tissue was observed on the electrodes. The electrodes were observed to be intact. There were no defects observed. The electrodes were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use. The device was evaluated for electrical function. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use. The device passed the pre-cautery test with a reference generator (recommended setting at 18) and reference bipolar cord. An activation test was performed and the device activated repeatedly with no failure observed. The bipolar cord connection was manipulated during activation. The device remained active and no sparks was observed. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time and no sparks were observed. Based on the returned condition of the device and the evaluation results, the reported failure "sparks" were not confirmed.

Manufacturer narrative:
Product returned and follow-up MDR initiated. Corrected section: h3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, using vasoview 7 xb bisector. Sparks comes out from the bipolar harvester. A replacement device was used to complete the procedure. The hospital did not report any patient effects.